Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) stated she had an open clamp on an unused line in the organizer. The technical service representative (tsr) informed the hp that she ingested air into the system and the hc would force her to end the therapy with a se 2367. The hp stated she would do a manual exchange later to complete her therapy. The tsr assisted the hp to remove the cassette and advised the hp to dispose of the current supplies used. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The home patient stated she had an open clamp on an unused line in the organizer and this use error was determined to be the cause of the reported condition. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. This issue is being investigated through CAPA.